Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this lead exhibited high impedance measurements and noisy signals due to a lead fracture, there was no action taken with the lead, it remains in service at the moment and will be revised eventually, this type of malfunction could lead to death or serious injury if it were to occur again.